Manufacturer narrative:
Additional information was requested; however, no information was able to be obtained. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited high out of range ra and rv impedance measurements. Programming options discussed. No adverse patient effects were reported. The device remains in service.